Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening of the patellar component. Revision surgery operative notes were provided. During the procedure, the femoral and tibial components were examined and found to be well fixed with no evidence of loosening. There was not any note of significant synovitis or signs of a large effusion associated with the exactech recall and polyethylene problems. The decision was made to leave the femoral and well fixed tibial components intact. The patient was revised with a competitor's patellar component. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.